Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2007, the sales rep reported that the bone awl was bent. Add'l info received on the 21 nov 2007 from the sales rep reported that during a minimal invasive surgery (mis), lumbar procedure the tips on the bone awl were bent. The surgeon was able to finish the case as intended by continuing to use the same instrument. There was no reported patient injury or surgical delay.